Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 09mar2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a consumer reported on behalf of 13-year-old male patient that the patient's humapen ergo ii device "screw got broken". The patient experienced diabetic ketoacidosis coma. The device was not returned to the manufacturer for investigation (batch 2107d01, manufactured july 2021). Malfunction unknown. A complaint history review and an assessment of the batch complaint profile were conducted with no atypical findings. Additionally, all humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The reporter states they "changes the needle every 4-5 days". This may be relevant to the complaint of diabetic ketoacidosis.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint (pc), with additional information from patient support program (psp), concerned a 13-year-old male patient of an unknown ethnicity. Medical history was not provided. Concomitant medications included insulin degludec for diabetes. The patient received insulin lispro (rdna origin) injections (humalog) via cartridge with humapen ergo ii, subcutaneously, 25 international units, three times a day, for the treatment of diabetes, beginning in 2020. In (B)(6) 2023, while on insulin lispro therapy, he had an abscess in his arm and was hospitalized to undergo a surgery, but he was diagnosed with hypertension, therefore surgery was not performed and stayed hospitalized for four days. He received unspecified antibiotics as treatment for abscess and abscess was drained spontaneously without intervention, he recovered from abscess in (B)(6)2023. In (B)(6) 2024 he was hospitalized for eight days due to diabetic ketoacidosis coma and recurrent elevated blood pressure. He had a pump installed as corrective treatment for diabetic ketoacidosis. Also, in (B)(6) 2024, he experienced fibrosis at injection site led to abscess with fever as symptom, therefore he had an incision and drainage procedure, he recovered in (B)(6) 2024 from diabetic ketoacidosis coma and recurrent elevated blood pressure, and on (B)(6) 2025 from fibrosis and abscess at the injection site. On (B)(6) 2025, he missed doses due to problems with humapen ergo ii (pc number (B)(4)/ lot number 2107d01) and on (B)(6) 2025 he experienced blood glucose at 500 mg/dl, therefore they withdraw insulin lispro from cartridge with a syringe (wrong technique in drug usage process) and administered his dose. On 1(B)(6) 2025, he experienced vomiting, dizziness, abdominal pain and was diagnosed with common cold. He recovered from vomiting, dizziness, abdominal pain and common cold the same day. He did not recover from hypertension, blood glucose at 500 mg/dl and withdraw insulin lispro from cartridge and he recovered from the remaining events. Information regarding remaining corrective treatment and insulin lispro therapy status was not provided. The operator of the humapen ergo ii and their training status was unknown. The general humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use was not provided. The status of suspect humapen ergo ii was unknown and device was not returned to the manufacturer for investigation. The reporting consumer did not relate the events with insulin lispro therapy. The reporting related fibrosis and abscess at the injection site, missed doses and withdraw insulin lispro from cartridge with the humapen ergo ii and did not provide an opinion of relatedness between the remaining events and humapen ergo ii. Update 25-feb-2025: information was received from the patient support program (psp) on (B)(6) 2025 reporting the enrolment of the patient with psp. Added a psp reporter. No medically significant information was received and no other changes were made to the case. Update 26-feb-2025: information was received from the affiliate on 24-feb-2025. No medically significant information was received and no other changes were made to the case. Update 09mar2025: additional information received on 06mar2025 from the global product complaint database. Entered device specific safety summary (dsss) for humapen ergo ii device associated with (B)(4), lot 2107d01. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly. Edit 11mar2025: upon review of the follow up information received on 06mar2025, a medically significant edit was completed in order to amend imdrf annex e code and imdrf annex f code coded in the medwatch fields.